Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 3 august 2020: lot 1906159: (B)(4) items manufactured and released on 25-sep-2019. Expiration date: 2024-09-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.203 biolox delta ceramic ball head 12/14 ø 28 size l +3.5 (k112115) lot. 1906463a. Batch review performed by medacta regulatory affairs department on 3 august 2020: lot 1906463a: (B)(4) items manufactured and released on 31-oct-2019. Expiration date: 2024-10-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in 2 months after the primary surgery reporting pain. The surgeon observed that the patient had a high white blood count and decided to do a washout and revise the head and liner and confirmed an infection. The surgery was completed successfully.